Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions,medical device ¿ problem code ), h11 the customer indicated a problem with the ECG signal cable and that a new signal cable has not yet been replaced. The customer reported that replacing the ECG signal cable from another device resolved the issue. The customer refused to pay for a new ECG signal cable. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported by customer that in cardiosave intra aortic balloon pump (iabp) the ECG signal was not transmitting data during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.